Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.29mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not release properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: no patient information was available. The problem occurred when the surgery was occurring. No injury or reported issues.